Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image was blacking out, noisy, and they suspected it was due to poor contact. The issue was found on an unknown date in early august, during preparation for use for a therapeutic procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on the charged coupled device unit, the image had roughness; because the electrical contact of video connector was shaved, there was image noise; due to deformation of the light guide connector, water tightness was lost; the adhesive on bending section cover had a chip; the bending tube was deformed; due to damage on the forceps elevator lever, the bending section cannot be fixed firmly; the label on the light guide connector was peeled; switch 1 had discoloration. Additionally, the following components had a scratch: the protector of the universal cord on the suction connector side, the right/left lever, switch 1, the angulation lever, the forceps elevator lever, the right/left plate, the upward/downward plate, the grip, the control unit, the universal cord, the video connector, the bending section cover, the video connector case, the light guide cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect on the system side. However, a definitive root cause cannot be identified. This issue is addressed in the following sections of the instructions for use (IFU): 'chapter 3 preparation and inspection: 3.3 inspection of the endoscope' and '3.8 inspection of the endoscopic system.' Olympus will continue to monitor the field performance of this device.